Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis(ipp) due to a crack in the pump which caused fluid leak. A patient outcome of stable was reported.

Manufacturer narrative:
The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested; no leaks were found. The tubing was identified to be cut down to the pump block. The tubing was not returned for analysis. The pump was functionally tested and performed within specification. The product record review indicated reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of no problem detected was chosen because the reported events could not be confirmed or substantiated through investigation. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed.

Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis(ipp) due to a crack in the pump which caused fluid leak. A patient outcome of stable was reported.